Manufacturer narrative:
(B)(4) (death). ( no device received for evaluation).

Event description:
The physician intended to treat a lesion in the proximal and distal right coronary artery. The physician successfully delivered a 3.5 x 15mm endeavor sprint stent and 3.0 x 15mm endeavor sprint. It is reported that the patient expired 8 months post index procedure. Investigator stated it is unknown if the event is related to the device. Cause of death has not been reported. No autopsy was available. Reference MFR report numbers 9612164201101118.